Manufacturer narrative:
Pending investigation. D10: femoral component cr, porous size 4, 02-010-04-0340 3756808 cemented finned tray 4f/4t 200-04-44 2872872 three peg patella, 38mm 200-02-38 3698551 h7: z-0021-2022.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2015. The patient was revised on (B)(6) 2023. Everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported or inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision cannot be confirmed from the information provided but may be due to prosthesis wear as reported or inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."